Manufacturer narrative:
Lot 15923050: UDI (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) state that adverse events that may occur and/or require intervention include, but are not limited to component migration and endoleak.

Event description:
On (B)(6)2017, the patient underwent emergent endovascular repair of a ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The procedure concluded without any reported device positioning or deployment issues, and the patient tolerated the procedure. On (B)(6)2017, a follow-up computed tomography (CT) scan identified proximal migration (distance and cause unknown) and a distal type I endoleak reported on the contralateral leg component implanted into the patient¿s right common iliac artery. Later that same day, an intervention was performed whereby an additional contralateral leg component was implanted for distal extension into the right iliac artery. Final angiography reportedly showed resolution of the endoleak, and the patient tolerated the procedure.